Manufacturer narrative:
A corroded keypad was found. All of the buttons functioned properly. There was no button error alarm during testing. There was no moisture damage found on the electronics assembly. The unit had a cracked battery tube thread, a cracked reservoir tube lip, minor scratches on the display window, and a stained end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a button error alarm. The customer's blood glucose level was 9.8 mmol/l. The customer stated that the insulin pump had been worn during the shower for the past 2 years. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer agreed to return the device for analysis.